Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication that the electrode belt malfunction caused or contributed to the patient's death as the patient was in a life-sustaining rhythm at the time of device shutdown. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt that was returned for investigation into a non-reportable patient death, reportable malfunction was found. The electrode belt failed incoming functionality testing. There is no indication that the device malfunction caused or contributed to the patient's death as the patient was in a life-sustaining rhythm at the time the device was removed.